Event description:
It was reported that the customer was in the medical center due to high blood glucose of 312mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. Assisted the customer to run a manual prime and the insulin did exit. It was mentioned that the customer's insulin alarmed no delivery. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.